Manufacturer narrative:
Corrosion was noted within the internal components of the device.

Event description:
The micro sagittal saw was sent for eval due to overheating during procedure. No adverse event was reported. The procedure was completed with a readily available alternate device without any clinically significant procedure delay.